Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - (B)(6). Vantive healthcare - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown phase of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the last fill line of the homechoice cassette disconnected from the last fill solution bag that led to this alarm. The last fill bag was hanging from a pole and the line disconnected. Renal therapy services (rts) assisted the patient to end therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.